Event description:
The company received a report where it was claimed that during patient use an unspecified model 3mm fiber scope was inserted into the tube to check the position. However, it was stuck on upper part of the blue cuff and could not operate the scope. The end clinician elected to remove the scope and tube. A replacement tube was inserted without further incident to patient.

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.